Event description:
Information was received that reported, a patient was hospitalized on (B)(6) 2010, due an incident of hyperglycemia. Per the patient, she had been experiencing occasional labile blood glucose for several months. On (B)(6) 2010, her blood glucose was 385mg/dl and she was spilling ketones. She was brought to the hospital. She was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.